Event description:
The customer reported via phone call that they had unexplained high blood glucose prior to receiving a no delivery alarm. The customer's blood glucose was 19 mmol/l at the time of incident. The customer's current blood glucose was 23 mmol/l. Customer has treated their blood glucose with the insulin pump. Troubleshooting did not find any air bubbles in the customer's tubing. Customer also did not have a bent cannula upon removal of their infusion set. The customer declined to check their settings during troubleshooting. It was also found the insulin pump alarmed no delivery during a high pressure test. Customer will not be returning their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.